Manufacturer narrative:
The field service engineer (fse) performed decontamination and mechanical adjustments on the analyzer. A precision check was performed successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg + beta test system results for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial hcg result was 40.81 miu/ml with flag. The repeat result was 26.95 miu/ml with flag. The initial result was not reported outside of the laboratory. The hcg reagent lot number is 643770. The expiration date was requested but not provided.

Manufacturer narrative:
The investigation determined that the root cause of the event was a contaminated flow path and misadjusted sample and reagent probes. The service maintenance actions performed by the field service engineer resolved the issue. No further issues were reported after the service visit.